Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died three days post implant. It was also noted that  following the explant and replaced of the right ventricular (rv) lead, the patient experienced tamponade from perforation and was unable to be resuscitated.